Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 47 mg/dl at the time of incident. The customer treated her low blood glucose with food. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the low blood glucose began after the settings were adjusted on her replacement insulin pump. Troubleshooting did not find any issues on the insulin pump. The customer was informed that the insulin pump would be replaced. The insulin pump will be returned for analysis.